Event description:
Ous MDR - on (B)(6) 2015 the dx lead was extracted due to noise and replaced with a new dx lead. Once again, in (B)(6) 2016 noise was discovered on the most recently implanted dx lead. The noise episodes (2) were recorded on (B)(6) 2016. In both events, the shocks were aborted. The dx lead was implanted via subclavian approach. All the lead parameters are good and stable. This ICD was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. During the analysis of the available iegms the clinical observation could be confirmed. The occurrence of noise was observed in the atrial as well as the ventricular channel of episode 4 to 6, 12 and 13. However, a thorough analysis of the ICD, especially of the sensing functions, proved the device to be fully functional. There was no indication of device malfunction. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the lead body was found squeezed and deformed approx. 34.5 cm distal to the is-1 connector pin. In this region the coating of the conduct or cables to the shock coil and to the ring electrodes was found damaged. These findings can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in the future.